Manufacturer narrative:
Product complaint (B)(4).complaint conclusion: as reported by the field, during a endovascular embolization, an EU 4.5x37mm stent 12 mm dw tip intracranial stent (enc453712, 8302881) became impeded in the prowler select plus 150/5cm (606s255x, 31122635) and could not pass through the microcatheter (mc). The stent was released automatically, and the stent body was found to be separated prematurely from the delivery wire. The physician removed the microcatheter and stent from the patient and switched new devices to complete the surgery. Additional event information received on 08-apr-2024 indicated that they were able to torque the device. The resistance was felt at the hub. Other devices were successfully used with the concomitant device prior to the encountered resistance. There were no procedural delays to the event. One photo accompanying the complaint file shows the prowler select plus coiled on the top of the original package, and no damages or abnormalities could be noted. A manufacturing record evaluation was performed for the finished device 31122635 number, and no non-conformances related to the malfunction were identified. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. The issue regarding a stent being impeded on the microcatheter cannot be evaluated based on pictures, a functional analysis needs to be performed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages were observed. Microscopic inspection was performed along the body of the prowler, and no damages were found. The device was flushed with a laboratory sample syringe. After that, a lab sample enterprise system was introduced into the received microcatheter, and was able to be advanced through the entire length of the microcatheter without noticeable resistance. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The enterprise system was able to pass through the entire length of the microcatheter without significant resistance, even through the distal portion. Additionally, no other damages were found on the microcatheter that could have contributed to the issue reported during the procedure. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a endovascular embolization, an EU 4.5x37mm stent 12 mm dw tip intracranial stent (enc453712, 8302881) became impeded in the prowler select plus 150/5cm (606s255x, 31122635) and could not pass through the microcatheter (mc). The stent was released automatically, and the stent body was found to be separated prematurely from the delivery wire. The physician removed the microcatheter and stent from the patient and switched new devices to complete the surgery. Additional event information received on 08-apr-2024 indicated that they were able to torque the device. The resistance was felt at the hub. Other devices were successfully used with the concomitant device prior to the encountered resistance. There were no procedural delays to the event.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. One photo accompanying the complaint file shows the prowler select plus coiled on the top of the original package, and no damages or abnormalities could be noted. A manufacturing record evaluation was performed for the finished device 31122635 number, and no non-conformances related to the malfunction were identified. The issue regarding a stent being impeded on the microcatheter cannot be evaluated based on pictures, a functional analysis needs to be performed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00393.